Event description:
A peritoneal dialysis (pd) patient contacted technical services on (B)(6) 2015 stating issues with his dialysis machine properly draining during treatment. Follow up was made with the pd patient's clinic rn, who stated the patient had contacted her stating he requested for a replacement cycler due to the cycler not adequately draining during treatment and reported concerns of negative ultra-filtration rates during treatment. Per pdrn the patient completed a daily manual exchange of 2000 ml, had seven treatment cycles with fill volumes of 2300 ml and a final volume of 1300 ml. Per pdrn a replacement cycler was delivered (B)(6) 2015 and the patient was able to resume continuous cycler-assisted peritoneal dialysis (ccpd) treatments with the replacement cycler. The nurse also reported the patient was admitted on (B)(6) 2015 for fluid overload. Amanda confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and had an adequate supply of manual sets but stated she was concerned the patient may not have been completing his daytime manual exchanges. Per pdrn no additional information was available at this time. The patient resumed peritoneal dialysis treatments while hospitalized. The patient was currently still hospitalized as of (B)(6) 2015 and upon discharge was expected to resume continuous cycler-assisted peritoneal dialysis (ccpd) treatments with the cycler. Medical records were requested.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. External visual inspection showed no signs of any physical damage. The heater tray and scale was not obstructed. There were no discrepancies encountered in the internal inspection of the cycler. The device record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event. Several unsuccessful attempts have been made to obtain medical records related to the event. If additional information should become available, a follow-up report will be submitted.

Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.